Event description:
Cellulitis [cellulitis]. Tissue reaction (unspecified) [nonspecific reaction]. Pain [pain]. Knee swollen [joint swelling]. Leg/calf swelling [oedema peripheral]. Aggravated baker's cyst [synovial cyst]. Quadriceps spasm [muscle spasms]. Case description: spontaneous report was received on (B)(4) 2012 regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for use of synvisc (in 2002 and 2008). In (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml, 1 x w into an unspecified location. The lot number of the product was not provided. On an unspecified date in m(B)(6) 2012, the pt experienced tissue reaction (unspecified), knee swelling which extended into his calf and converted to cellulitis, aggravated baker's cyst, pain and quadriceps spasm. It was reported that the pt received treatment with antibiotics. On (B)(6) 2012, the pt received third injection of the series under ultrasound to be sure that it went into the joint. The pt received treatment with benadryl (diphenhydramine) and prednisone for swelling and pain. The outcomes for the events of cellulitis, tissue reaction (unspecified), leg/calf swelling, knee swollen, pain and aggravated baker's cyst were not provided. The outcome for the events of quad spasm was recovered. Concomitant medications were not provided. The intensity for the event of quad spasm was reported as severe. The intensity for the event of cellulitis, tissue reaction (unspecified), leg/calf swelling, knee swollen, pain and aggravated baker's cyst were not provided.

Manufacturer narrative:
Qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.